Event description:
Information was received that during preparation for administration this smiths medical cadd legacy pump, exhibited "can't prime error 1871". It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding "error 1871 code" was able to be duplicated. Power up of the pump displayed lec 1871. Simulated use was able to download event log and able to read out the pump error log but unable to run the pump. The event log verified that the event occurred (several 1871 alarms recorded). 1871 error is motor_timeout2. Pump was opened and inspected. The inspection found the motor locked and flag gear bent. Service will replace motor & optical switch to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.